Event description:
In 2008, it was reported that a device was reporting a service message, and that the error did not occur during patient use. The device's electronic history file was received and review of the file indicated, that for a use on three months earlier, a shock was required and then aborted, reporting a service required message. No patient details or outcome are available.

Manufacturer narrative:
Evaluation - the electronic history files from the actual device involved in the incident were evaluated. The actual device has been requested for further evaluation, however, to date, it has not been returned. Results code - based on the review of available information, no conclusions can be made at this time.